Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01845 for the first captivator, and 3005099803-2024-01844 for the second captivator. It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon for cancer detection during a colonoscopy - polypectomy procedure performed on (B)(6) 2024. During the procedure, a 27 mm snare was attempted to be used to remove a large polypoid, pedunculated mass the snare cautery did not work and would not cut through the base of the polyp. Another 27 mm snare was attempted to be used to cut the polyp, but the cautery still did not work. A 13 mm hot snare was used to remove the polyp tissue into a piecemeal size. There was difficulty removing the polypoid mass as it appeared to have a fibrotic base. A cold snare was then used to remove most of the fibrotic tissue base of the neoplasm. The procedure was successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: blocks b5, e1 (initial reporter title, first name, last name, facility name, occupation) and h6 (device codes) have been corrected.

Event description:
Note: this report pertains to the one of two captivator medium hexagonal stiff snare that were used in the same procedure. It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used for cancer detection during a colonoscopy - polypectomy procedure performed on (B)(6), 2024. During the procedure, it was noticed that the hot cautery was not firing well. It was unsure if the physician was using a cut or a coag. The case was also large. The case also had a large polyp, which took up two jars and was most likely cancerous. The snare loop did not extend completely and had issues with cautery. The procedure was completed with a different boston scientific snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a07 captures the reportable event of hot cautery was not firing well.